Event description:
It was reported that a pt underwent implantation of temporary pacing wire approx five years ago. The pt had some recurring cardiac issues and had several add'l cardiac procedures, performed by a different surgeon. On an unk date, approx five years later, a temporary pacing wire was found to be embedded into the cardiac muscle. A cat scan showed that the temporary pacing wire had migrated into the interior of the heart. Surgery was performed to remove the wire by another surgeon. The first surgeon is not certain that the wire removed was actually the same temporary pacing wire that he had implanted five years earlier.

Manufacturer narrative:
(B) (4). (B) (4). Undefined cardiac issues occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.